Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Computerized tomography-abdomen without contrast was performed which showed that an inferior vena cava was identified in the infra renal aorta. At least 3 or 4 of the struts of the filter appears the wall of the inferior vena cava. The most prominent struts appeared single to wall were identified anteriorly and at the right anterolateral aspect of the inferior vena cava immediately adjacent to a right gonadal vein. Several struts also to the left and a posterior laterally to the left were identified that appeared to have pierced the wall of the inferior vena cava. The struts did not appeared any adjacent structure including the duodenum or the right gonadal vein. There was no apparent thrombus within the inferior vena cava filter. Approximately eleven months post placement, the patient presented for an evaluation on the possible retrieval of the filter. A venacavogram performed demonstrated evidence of chronic filter adhesion to the inferior vena cava with possible old thrombus. In view of this, no attempt at filter retrieval was made. The study was then terminated. Sheaths were removed. Local hemostasis was obtained, and patient discharged to recovery suite in stable condition. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for alleged retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4 (expiry date: 04/2012), g4. H11: h6 (patient, device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has chronic abdominal pain as a result of filter struts perforating the caval wall. An attempt to retrieve the filter was unsuccessful due to chronic thrombus, adhesions and scar formation embedding the filter in the inferior vena cava. Based on a review of medical records received: approximately eleven months post vena cava filter deployment for deep venous thrombosis, the patient presented for possible retrieval of the filter. A venacavogram performed demonstrated evidence of chronic filter adhesion to the inferior vena cava with possible old thrombus. Therefore, there was no attempt to retrieve the filter. The study was terminated, hemostasis was obtained, and the patient was discharged in stable condition. No additional medical records were received for this patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with deep venous thrombosis was scheduled for placement of a vena cava filter prior to left lower extremity mechanical thrombolysis. Percutaneous access was obtained into the right internal jugular vein. Ultrasound was utilized to document both the position and patency of the right internal jugular vein. A catheter was advanced to the level of the iliac vein confluence and inferior venacavogram demonstrated no evidence of caval thrombus. There was artifact identified overlying the left aspect of the cava which was not reproducible on steep oblique imaging. An infrarenal retrievable inferior vena caval filter was then deployed. A venous sheath was placed and tpa was infused for one day. The common iliac vein and femoral veins were mostly clear, but some popliteal vein thrombosis remained. The ivc filter was to be removed approximately one month later. Approximately eleven months post placement, the patient presented for an evaluation on the possible retrieval of the filter. A venacavogram performed demonstrated evidence of chronic filter adhesion to the inferior vena cava with possible old thrombus. In view of this, no attempt at filter retrieval was made. The study was then terminated. Sheaths were removed. Local hemostasis was obtained and patient discharged to recovery suite in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. Approximately eleven months post placement, the patient presented for an evaluation on the possible retrieval of the filter. A venacavogram performed demonstrated evidence of chronic filter adhesion to the inferior vena cava with possible old thrombus. In view of this, no attempt at filter retrieval was made. No medical information has been provided associated with the alleged perforation or difficulties removing the filter. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - perforation or other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient has chronic abdominal pain as a result of filter struts perforating the caval wall. An attempt to retrieve the filter was unsuccessful due to chronic thrombus, adhesions and scar formation embedding the filter in the inferior vena cava. Based on a review of medical records received: approximately eleven months post vena cava filter deployment for deep venous thrombosis, the patient presented for possible retrieval of the filter. A venacavogram performed demonstrated evidence of chronic filter adhesion to the inferior vena cava with possible old thrombus. Therefore, there was no attempt to retrieve the filter. The study was terminated, hemostasis was obtained, and the patient was discharged in stable condition. No additional medical records were received for this patient.